Event description:
A malfunction was reported with a pump displaying code malf 12, which had occurred at least three times before. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.